Manufacturer narrative:
Concomitant medical products: product ID a820 and product type :software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was having difficulty connecting their handset to the pump for a bolus. When troubleshooting was initially unable to resolve the issue and it was found that the pump was tilted in the pocket.

Event description:
Information was received from the consumer and a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was having difficulty connecting their handset to the pump for a bolus. It was taking up to an hour for a connection to be made and the error code 338 was sporadically being displayed starting about a month ago. Troubleshooting to uninstall and reinstall an application (comm manager ) was not successful and it was found that the pump was tilted in the pocket. Education was provided to the patient on how to properly hold the communicator and the connection was at first successful but the patient continued to have connection issues.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the cause of the tilted pump was related to the patient being overweight and the pump tilting when the patient sits up. The patient was taught how to hold the communicator and press into the pump for it to link up. The patient has not had any issues connecting since. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
The h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.